Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for post laminectomy pain and spinal pain. The rep reported that the patient¿s device was confirmed to be in overdischarge. They stated that it was suspected that it was the 3rd overdischarge strike, and the device will not be recovered at this time. The rep indicated that the patient was to have an MRI, unrelated to their device or therapy. They stated that they became aware of the suspected communication issue on (B)(6), but the overdischarge was not confirmed until the day of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins has had a total of three overdischarges. The patient does not use his ins, the rep met with him only to get the device into MRI mode as the MRI center wanted it removed or in MRI mode. The rep stated she was able to trickle charge it and put it into MRI mode. However the device is at end of service (eos). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter field was updated .if information is provided in the future, a supplemental report will be issued.

Event description:
On (b))(4) 2018, information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post laminectomy pain and spinal pain. It was reported that the patient stated that they were supposed to meet with a manufacturer's representative (rep) to jumpstart their device. The patient sated that they couldn't connect to their device. The rep reached out to the patient. No further complications were reported or anticipated. No symptoms were reported. On (B)(4) 2018, additional information received from the patient reporting that they tried to do an MRI on friday (unrelated to dev ice/therapy, but they would not let them get an MRI. The patient stated the manufacturer representative (rep) handed them a piece of paper (patient stated probably three months ago) which stated they could get an MRI, but the facility still did not let them get an MRI. The patient was upset and escalated. The patient stated this was their third time their ins died. They stated it would charge, but when they tried to use the programmer they got por (power on reset). The patient stated they did not use their device all of the time, so they forget to charge it and then it goes dead. They stated they had to reboot it in (B)(4) and then they went to (B)(6) and two to three weeks later it was dead. The patient wanted to talked about the new model that you do not have to keep charging. The patient reviewed there was new technology and they were redirected to follow-up with their healthcare provider (hcp). The event date was not asked as the patient was too escalated. No further complications were reported/anticipated.